Manufacturer narrative:
Follow-up #1 (12/09/2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter¿s pc board. In addition, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 7 am. He denied taking any medications to manage his diabetes and due to the alleged issue he continued his usual diabetes management routine. The patient claimed "immediately" after the alleged issue started he felt "sweaty". In response to his symptom, on (B)(6) 2011 he reportedly self treated with food and/or drink. He reported testing with another meter on (B)(6) 2011 after 7 am, but was unsure of the results obtained. During the initial call with customer service, the agent noted that the patient provided information of misuse of the device. The meter had been dropped in water, and afterwards it would not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.